Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot on the vascoview hemopro tissue welder came off. The piece was retrieved through the original infection. A new kit was used to complete the procedure. There were no patient effects the product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the jaws were burnt. The silicone at the side cold jaw appeared melted off. Based upon the received condition of the unit, the reported complaint, "jaw boot detached" was confirmed. A lot history record review was completed for the reported lot numbers. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).